Manufacturer narrative:
D9 - date returned to mfg : 8/14/2025 one device was returned for analysis. Visual inspection found a broken enclosure. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a stuck in overtemperature alarm. Unable to move forward with testing due to the unit stuck in overtemperature alarm. The unit was approximately 20 years old and should qualify as ber (beyond economical repair).

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a continuous temperature alarm. It was 20 seconds after power on and it could not be cleared. The event occurred immediately on use at the hospital, and the issue was not resolved. There was no patient involvement.